Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine and proximal pressure sensors failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the alarm. The rse advised the customer to check the cable from the data acquisition (da) printed circuit board assembly (pcba) to the motor controller (mc) pcba. The customer called the rse back and stated that the cable did not resolve the issue, but they installed a known working mc pcba from another device and the issue resolved. The customer stated that they would order a replacement. In a good faith effort (gfe) response from the customer biomedical engineer (bme) received it was confirmed that the mc pcba had been replaced to resolve the issue. The bme stated that they planned to complete preventative maintenance (pm) later that day to confirm the device could be returned to use. The investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) of the alarm. The rse advised the customer to check the cable from the data acquisition (da) printed circuit board assembly (pcba) to the motor controller (mc) pcba. The customer called the rse back and stated that the cable did not resolve the issue, but they installed a known working mc pcba from another device and the issue resolved. The customer stated that they would order a replacement. In a good faith effort (gfe) response from the customer biomedical engineer (bme) received, it was confirmed that the mc pcba had been replaced to resolve the issue. The bme stated that they planned to complete preventative maintenance (pm) later that day to confirm the device could be returned to use. In a gfe response from the bme received, it was provided that the bme had completed a performance verification test following the mc pcba replacement and that the device had passed the performance verification test. The device will be returned to the customer ready for use. The investigation concludes that no further action is required at this time.